Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter was inserted on 01-april and on 11-april, the red luer hub was found leaking when the nurse flushed the line. The PICC was removed and discarded the same day. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one video for analysis. The complaint of extension line leak during use was able to be confirmed by the video. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed with one relevant finding. For material c-15802-021d and lots 13c21b1456, 13c21b0572, and 13c20m163, a non-conformance was initiated in regard to extension line leaking during use. The instructions for use (IFU) provided with this kit warns the user, "warning: do not clamp extension line in close proximity of the extension line hub to reduce the risk of component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was inserted on 01-april and on 11-april, the red luer hub was found leaking when the nurse flushed the line. The PICC was removed and discarded the same day. No patient harm. The patient's condition is reported as fine.